Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that a child ran into the patient's back on (B)(6) 2018 and since the incident, the patient has back and leg pain. The patient also had a headache immediately after the incident. X-rays showed the leads intact. The hcp was inquiring if the therapy could be causing the headaches. It was reviewed that stimulation usually doesn't radiate up, but rather down the body. The patient was directed to see the hcp for a system check. No further complications were reported.